Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient passed away due to infection and sepsis. The patient was admitted due to weakness and syncope. Sepsis was noted. The patient died from septic shock.